Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2015-01806.

Event description:
Allegedly, patient revised due to pain, metal on metal complications, elevated ions left.